Event description:
Customer states that three patients' specimens, each containing an antibody (anti-jka, anti-kell, anti-fya) were found not to react with mts anti-igg gel card. (Lot# 080601001-14). These same antibodies reacted 1 to 2+ with lot# 091001001-10. There was no report of harm as a result of this event.